Manufacturer narrative:
(B)(4). Approximate age of device-1 year and 4 months (calculated from the battery purchase date to the event date). The battery has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had issues changing out the batteries, and then attempted to change out the system controller. The patient passed out during exchange of the system controller. The caregiver was able to place the patient back on the original system controller, and the patient regained consciousness when the system controller was connected to a viable power source. The submitted log file was reviewed by technical services representative, and confirmed the events. It was reported that the batteries, and the system controller backup battery were charging and draining inconsistently. No additional information provided.